Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a 150mm calcified plaque lesion in the patient's proximal right superficial femoral artery, the everflex entrust 6x150x120 stent was partially deployed at the target site. No vessel tortuosity reported. Artery diameter reported as 6mm. The vessel was pre-dilated prior to stent placement. The thumbscrew/lock-pin was checked for securement prior to procedure and was removed prior to attempted deployment. The partial deployment resulted in a delay in surgery, requiring 45 minutes to remove the stent by snaring. No vessel damage reported. A replacement device was used to complete the procedure. No further patient injury reported.

Manufacturer narrative:
Product analysis the device was returned with no red safety tab mechanism, the device was identified as 150mm by the strain relief, approx 3mm of the stent was exposed from the device, upon visual inspection, a kink was noted on outer silver sheath at 11cm from the distal tip end of the device, it was also noted that the golden isolation sheath that presents inside the handle protrudes from the back hub port of the device the broken pieces of partially deployed stents have been returned separately, the device handle was opened, the tube assembly was observed to be adhered to the gold isolation sheath, and the pull cable was attached to the device and to the thumbwheel scroll, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.